Event description:
It was reported that a shaft break occurred. The target lesion was located in a deep vein of the left lower limb. An angiojet solent omni catheter was used for thrombectomy procedure. During the procedure, fluid was leaking out from the catheter during thrombectomy mode. The device was withdrawn from the patient's body and a crack was found. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the device returned contained an angiojet solent omni catheter. The assembly, supply line, shaft, tip, and spike line were all visually examined for potential damage. The catheter showed multiple kinks in the device. A functional test was performed. The pump was placed into the ultra drive console and the device was primed with no complication. The device was run for a total time of 90 seconds in thrombectomy mode. The device stayed within the expected range of the product, with an average pressure of 10.629 kpsi. No additional damage was noted. There is no confirmation for the allegation of the complaint of failure to prime or pump assembly leaks.

Event description:
It was reported that a shaft break occurred. The target lesion was located in a deep vein of the left lower limb. An angiojet solent omni catheter was used for thrombectomy procedure. During the procedure, fluid was leaking out from the catheter during thrombectomy mode. The device was withdrawn from the patient's body and a crack was found. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.